Manufacturer narrative:
Product event summary (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient received inappropriate therapy. The lead alert was triggered and the patient went to the device clinic. Lead trends indicated a lead fracture, high impedance, no capture, and lead noise oversensing. The lead was explanted and anew lead was implanted. It was also reported that the device was explanted and replaced due to premature battery depletion. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate therapy. The lead alert was triggered and the patient went to the device clinic. Lead trends indicated a lead fracture, high impedance, no capture, and lead noise oversensing. The lead was explanted and a new lead was implanted. It was also reported that the device was explanted and replaced due to premature battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concominant product: 5076 non-defib lead (B)(6) 2008;5071 non-defib lead (B)(6) 2008. (B)(4).